Event description:
Philips received a complaint on the patient information center ix indicating that two central stations are down and patient data is not able to cross into the electronic medical record (emr). The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and remotely accessed the device. The rse determined the distribution a switch is offline and scheduled an onsite visit of a field service engineer (fse) to further investigate the issue. The fse went on site and determined the switch was down due to being connected to a failed customer uninterruptible power supply (ups). The philips fse re-established the network connection by re-connecting the switch to a philips supplied ups and the system came back up and reconnected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.